Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl. Reportedly, the pump basal rate settings needed to be adjusted. A correction bolus was delivered, and a manual injection of insulin was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management and pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide - check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.